Event description:
The customer reported that the scope¿s angulation was reduced. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the bend angle was insufficient. The device evaluation found that foreign material came out of the nozzle. In addition the adhesive on the bending section cover was chipped, had a crack and a white clouded area. It was found that due to the wear of angle wire, the play of up/down knob is out of specification, the adhesives around objective lens and the light guide lens had white-clouded areas. In addition it was found that the plastic distal end cover had foreign objects and the suction connector was peeled. Scratches were found on the multiple components. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility stated since gauze is used for cleaning, it is thought that this is the fiber. However this was not able to be confirmed. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges- facility noted that there was no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. However the most likely cause is reprocessing was not conducted in accordance with IFU. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.